Manufacturer narrative:
Complete information for section a. Patient information, 1. Patient identifier = (B)(6) and (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on 2 patients generated on the architect analyzer. The results provided were: on (B)(6) 2020 (B)(6) on serial number (B)(4) = 2.8mg/dl (normal range 1.6-2.6mg/dl); retest #1 on sn (B)(4) = 1.22mg/dl; retest #2 on sn (B)(4) = 1.33mg/dl; (B)(6) on sn (B)(4) = 2.7 / on sn (B)(4) = 1.04 / on sn (B)(4) = 1.1mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the site visit by field service, the aero rgt prb (l) list number 09d48-02 and aero rgt prb (r) list number 09d49-02 were replaced, resolving the issue. Service verified the systems function with a control. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(6) service history verified no subsequent issues have been reported since replacement of the reagent probes. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect c16000 service and support manual contained adequate information for the troubleshooting the parts. A review of the architect c16000 systems revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A 12-month review identified no trends for the aero rgt prb (l) and aero rgt prb (r). Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(6), the aero rgt prb (l) list number 09d48-02), or the aero rgt prb (r) list number 09d49-02.